Manufacturer narrative:
All available information was investigated, and the reported clip jumping, difficult to close the clip, inability to open the clip, and resistance on the arm positioner was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis, a cause for the reported clip jumping, difficult to close the clip, inability to open the clip, and resistance on the arm positioner could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip jumping during preparation. It was reported that during preparation of the clip delivery system (cds), the clip was stuck while opening/closing and then jumped further in the open/close direction. This was observed every time the physician tried to open/close the clip. The clip did not have a smooth opening/closing movement. Additionally, the clip could not be inverted completely, but stopped at 180 degrees and the physician felt a lot of resistance while turning the arm positioner in open/close direction. There were no curves present and translating did not help. Therefore, the cds was not used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.